Manufacturer narrative:
Int. Ref. (B)(4). The patient support for stitching is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For easy use, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips field service engineer investigated at site and confirmed that the right hinge of the patient support is out of order. If the both hinges of the footboard are for some reason worn differently, the footboard may folded up in a way that prevents the hook for snapping into place securely. Philips field service engineer replaced both two hinges and made sure that the equipment is working as specified. An already initiated field safety corrective action (fco 71200185) contains improvement of hinges and an additional brake cylinder.

Event description:
One of the hinges of the footboard on the patient support for stitching is broken. No injury occurred.